Event description:
It was reported that during a lap gastric roux-en-y procedure, upon examination of the tissue, it was observed that there was an opening in the staple line. The surgeon completed the procedure with the second device. There was no impact to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.